Event description:
Complainant alleged that while attempting to monitor a patient for chest pains, the device prompted a "lead fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.